Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that beginning in (B)(6) 2015 she observed a black spot on the screen of her adc blood glucose meter and experienced dizziness and nausea. Customer additionally reported she self-presented to a health care professional and was diagnosed with hyperglycemia and administered an unspecified injection and intravenous treatment. There was no report of death or permanent impairment associated with this event.